Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast reconstruction surgery with a 800cc mentor cpx 4 breast tissue expander with suture tabs and experienced expander deflation at the seam on her right side postoperatively. As a result, the expander was explanted on (B)(6) 2023.

Manufacturer narrative:
On march 22, 2023, the mentor failure analysis lab received the device for evaluation. On april 20, 2023, device evaluation was completed. Device evaluation summary: mentor manufacturing team conducted a visual inspection microscopic examination of the returned device. During the visual analysis of the returned sample med height te w/sut tabs 800cc, no apparent damage or visual anomalies were observed. Microscopic examination was performed, and the cause of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. Manufacturing investigation was performed, the process controls and data records collected are within specification. For the tear in the seam reported for the lot number, this complaint is not able to be confirmed as a manufacturing defect. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).